Manufacturer narrative:
The insulin pump passed the active current measurement and displacement test. However, the insulin pump had unexpected pump error alarms and power error alarms after monitoring for several minutes and high sleep current measurement due to connector resistance. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had recurring power error alarm. The customer blood glucose level was unknown at the time of the incident. It was reported that they did troubleshoot the issue previously. The insulin pump was returned for analysis.